Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump received insulin flow blocked alarm, reservoir had small bubbles and the customer had high blood glucose level. The customer¿s blood glucose level was 456 mg/dl at the time of incident and current blood glucose level was 250 mg/dl. The customer also reported blood glucose level such as 390 mg/dl, 145 mg/dl and 282 mg/dl. The customer performed displacement test and high pressure test and both of it passed. The customer was treated with insulin pen for high blood glucose level. The drive support cap was normal. The insulin pump will not be returned for analysis.